Event description:
Customer reported that during setup no pressure was displayed on the monitor. No patient harm.

Manufacturer narrative:
The suspect device was returned for evaluation. Based on the sample returned dtx cable connector pin #2 found bent. Bent pin might be the cause of pressure display error. The bent pin could have been caused by poor coupling and contact between the transducer cable connector and interface cable. Another possible reason could be due to wear and tear on the interface cable. A review of the complaint database was performed and no similar complaint for this lot number was found. Product history review was performed and no exception documents were identified.